Event description:
It was reported that in (B)(6) 2012, one of a patient¿s implantable neurostimulators (inss) was infected, ¿a bubbly bump formed¿ and the ins had to be taken out. It was noted that the patient was told that he couldn¿t only have one ins, he needed ¿two because one can¿t do the work of two.¿ it was reported that the patient would be having another ins implanted soon. The reporter stated that the patient went to see the doctor on (B)(6) 2013 and the doctor said that ¿everything was perfect.¿ it was further reported that ¿one lead was not connected.¿ additional information has been requested but was not available as of the date of this report. See MFR. Reports #3004209178-2013-12387 and #3004209178-2013-12388 for information about the patient¿s previous infection. See MFR. Report #3004209178-2013-12389. It was unclear which ins was infected and removed.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), product type: extension. Product ID: 7482a51, serial# (B)(4), product type: extension. Product ID: 3387s-40, lot# v078929, product type: lead. Product ID: 3387s-40, lot# v078929, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).